Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had a blockage at the site. The patient experienced an occlusion alarm (alarm number in pump history: 2) during normal basal delivery. Through troubleshooting with the distributor, it was determined that the cannula was kinked and the blockage was located at the site. The patient's blood glucose levels were 236mg/dl at the time of the event. Patient inserted a new site and was going to resume insulin deliveries. No permanent injury was reported.